Manufacturer narrative:
(B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(4) 2010).

Event description:
It was reported that a patient¿s device was removed in september 2014 but it was unknown when it stopped working or became a problem. They tried to take the leads out but couldn¿t as one lead went under the sacral plate. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v510026, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received noted that there was not a 50% or greater symptom reduction. The lead was involved in the event. The lead migrated below the sacral plate. They could not get to tines to remove. The wire broke off in the process. Troubleshooting included fluoro and neurosurgery consult. Regarding actions taken to resolve the issue, it was noted regarding surgically removing - couldn't get to it. They would have had to go below sacral plate and neurosurgery felt the risk was greater than leaving it. The event cause was determined, unknown if device related. The patient was recovered without permanent impairment.